Manufacturer narrative:
The presidio will not be returned, therefore the root cause of the coil's nondetachment cannot be determined. DHR: a review of the manufacturing documentation associated with this product lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the events could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with the lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact from the facility reported that the presidio (pc4181034-30 / c35788) could not be detached with an enpower control cable (ecb000182-00 / p11482.). The procedure was the coil embolization of an aneurysm at the internal carotid-posterior communicating artery junction to treat the subarachnoid hemorrhage. The patient&#62688;vessels were heavily torturous and mildly calcified. A headway (terumo), an okay (goodman), and enpower dcb / cable (lots unknown) were used for this procedure. It was reported that the physician was unable to detach the complaint presidio with the complaint cable. The presidio was the 1st coil inserted to frame the target aneurysm. For precaution, both the coil and the cable were replaced with new devices, and the aneurysm was successfully framed with the replacement presidio. After adding galaxy coils (details unknown), the procedure was completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the products prior to and after the events. A pre-deployment electrical check was performed. There was no fault light seen during the case. Upon pressing the power button all lights illuminated. The green system ready light illuminated. During the detachment cycle the detachment light illuminated. The audible signal beeped. All connections appeared to fit properly without use of excessive force. The complaint products are not available for analysis. No further information is available.